Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent temperature alarms occurred while the pump was subjected to normal temperature conditions. Additionally, the customer received a power source alert when attempting to plug the pump into multiple wall adapters and power sources. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer continued to use the pump for insulin therapy, and also had manual injection supplies available.

Manufacturer narrative:
The failure investigation has been completed and the alleged issues were verified in the pump logs; however, no failure was identified related to the temperature alarm issue.